Manufacturer narrative:
The positioning sensor unit (psu) was returned to the manufacturer for analysis. The psu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. It was reported that the camera would stop communication and the icon in software displayed a red and a cross. Representative reported that cable was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during cranial resection, the camera of the navigation system would unexpectedly stop communicating. It was reported that the led would blink, turn green and off. A sound from the camera could be heard. Representative started admin mode and ran camera software update. Software was unable to fully communicate with camera. Restating the system resolved the system. Error could not be located with wsp camera. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.